Event description:
It was reported that the patient¿s blood glucose (bg) reached 357 mg/dl while wearing the pod on the abdomen. While patient was reporting this pod for pain and irritation at the insertion site, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s921usqs4bye4 smartphone hardware: sm-s921u cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.